Event description:
The pt reportedly had a partial insertion of the electrode array at the initial surgery. After more than seven years of implant use, the pt was not pleased with his performance and elected to have the implant replaced with a new device. The results of an integrity test done in 2006, were consistent with normal receiver/stimulator function. The explant/reimplant surgery was done two days later. The device analysis determined that there was a fault in the device. It is not possible to determine whether this fault was the cause of or contributed to patient's dissatisfaction.

Manufacturer narrative:
This was an elective surgery. A fault was found during the device analysis. This is a final report. Results / findings of analysis: there were tears in the silicone carrier at the bottom portion of the stimulator body on the casing. The results of tests performed with the device in saline solution showed that the tear in the silicone carrier caused a breach in the electrical insulation of the electrode wire assembly. The device passed all other tests conducted when it was dried. The device passed all tests conducted to verify the proper operation of the stimulator.